Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the cardiere forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical appendectomy procedure, the customer informed the technical support engineer (tse) an instrument in arm 1 was stuck. The customer stated the cadiere forceps was on arm 1 but they can¿t get the instrument off arm 1 has been undocked and moved away from the patient. The tse assisted the customer through getting the instrument removed manually. The customer was able to get the instrument removed and stated that they can see broken wires around the jaws. The tse advised the customer to return the instrument for failure analysis. The customer agreed and the surgeon was then proceeding with the case. The procedure was completing as planned with no reported injury.